Manufacturer narrative:
Event date: (B)(6) 2021 there was no patient involvement.

Event description:
The customer called technical support (ts), reporting that the device does not always power on. When the device can be powered on, it blows the mains lead fuse. There was no patient involvement. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The customer informed that the fault with the device is that it doesn't turn on and it blows the mains lead fuse straight away once power is to the device with a loud pop, crack. When testing the device with the electrical safety unit, it has also caused a fault with the safety tester. The rse provided fixed price repair details and part identification for the pcba power management board. The investigation is ongoing.

Manufacturer narrative:
B4: 20aug2021 the issue was found during performance verification testing and not a reportable event. The device is not covered under any contract with philips and the customer has declined quote for repair. Philips was unable to carry out service and repair. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site.